Manufacturer narrative:
The unit alarmed motor error during the rewind due to a motor encoder signal out of phase. The displacement test and motor position encoder error alarm in the alarm history could not be verified or performed due to a motor error alarm during rewind. The unit had a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error alarm. The customer reported that the device had been worn during an MRI. The customer's blood glucose level was 123 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.